Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged front cover, keypad, rear case, barrel clamp, top disk holder & left/right iui connector. Performed calibration. A review of the device history record for sn (B)(4) was performed from date of manufacture 02/13/2017 to the present date 10/07/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The investigation of the returned device identified keypad failure and iui damage. There was no reported patient involvement.